Manufacturer narrative:
The insulin pump was received with cracked and bleeding lcd glass, minor scratched lcd window, and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's insulin pump fell on the floor and the screen cracked. His blood glucose level was 110 mg/dl. The customer was advised to disconnect from the insulin pump and revert to a back up plan. The product was not returned. Nothing further to report.